Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product batch record were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient experienced uveitis, endophthalmitis, and vision was decreased. Cataract surgery was performed on the left eye. Immediately after surgery, visual acuity was 1.0 in both eyes with no abnormalities. The patient later presented with complaints of decreased vision. Visual acuity at that time was 0.2. Increase in intraocular pressure (iop). Observed cells and vitreous opacity. Corrected va: (0.8) there are two medical reports associated with this patient. This file belongs to left eye. There are three files associated with this report. This is 2 of 3. Additional information has been requested but is not available at the time of this report.